Event description:
Additional information received from the customer stated the event occurred during the pre-use inspection prior to an unspecified procedure. Another similar device was used to complete the procedure and there were no effects on the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the b30 error code. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the error code was not reproduced during evaluation and a definitive root cause of the b30 error observed by the user could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported error code b30 (scope communication error) occurred on the subject device. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not reproduce the error code. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.